Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown medication (dose and concentration unknown) via an implantable pump. The indication for use was non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the patient had a disabling headache consistent with that of a lumbar puncture; therefore, an epidural blood patch was to be performed. The event date was noted as (B)(6) 2019. Medical or non-surgical therapy was performed on (B)(6) 2019. It was indicated the event was related to the implant procedure. The patient's weight was noted as (B)(6). The issue resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
The selection of other regarding the initial report is no longer applicable. Continuation of d11 - correction: the catheter component previously indicated product ID: 8578, serial# (B)(6), ubd: 27-sep-2020, and UDI#: (B)(4) in error. The correct information is as follows: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2019, product type catheter section d (update/correction) information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial #: (B)(6), ubd: 30-may-2020, UDI#: (B)(4). H6 correction: the previously applied method code 4114 was removed and replaced with 4117. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.